Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Sterile expiration - ni. Manufacturing date - ni. Three medwatches are being submitted for this event, as it is unknown which screw was found to be fractured. (Reference 1825034-02439, 03783 / 03784). This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2015-02218 / 02219 & 2016-01281, 02439, 03783 / 03784).

Event description:
It was reported patient underwent a right hip revision approximately four months post-implantation due to pain and migration of acetabular component. During the procedure, metallic stained tissue, scar tissue, serous fluid, fractured screw, loose bone fragments, bone damage, tightening of the hip with protrusion and impingement were noted. The modular head, cup and liner were removed and replaced with legacy zimmer product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet g7 acetabular liner catalog#: 010000867 lot#: 3321534. Biomet bioloxdelta femoral head catalog#: 650-1058 lot#: 240670. Biomet ceramic taper adapter catalog#: 650-1068 lot#: 816410.